Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by peritoneal dialysis patient contact that there was a fluid leak inside the cassette area after the patient had completed treatment. The patient¿s peritoneal dialysis registered nurse later confirmed that the leak did not result in any adverse events. There were no prophylactics prescribed as a result of the event. The patient performed continuous ambulatory peritoneal dialysis to complete treatment when the leak was discovered. The patient resumed continuous cycling peritoneal dialysis to continue treatments after the event. The cassette that was utilized during the event was discarded.